Event description:
During shoulder arthroscopy, surgeon was passing needle through capsule with needle punch but suture needle did not pass through. Needle broke off the suture and remains in the pt's shoulder. An x-ray taken after surgery confirmed the needle is in the shoulder. Surgeon decided to leave the needle in the pt as long as it does not move. Surgeon informed pt of event. Follow up in 2006 determined that a new x-ray taken 6 months earlier revealed the needle is lodged in soft tissue in the anterior capsule of the shoulder and has not moved. There are no plans for removal at this time, pt is in good condition.